Manufacturer narrative:
(B)(4). Evaluation summary: the device was received for evaluation. Visual inspection and microscopic inspection were performed with no issues noted. Functional flow testing was performed and the set was found to flow normally. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one-link extension set would not flush. It was not specified when in the process this occurred. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.